Event description:
Patient arrived to clinic on (B)(6) 2023 and upon examination of vad history it was noted that patient had 201 yellow wrench alarms for faulty driveline. Between the alarm history and x-ray it is noted there appears to be a degraded phase 2 wire. Patient admitted (B)(6) 2023 for vad exchange. On (B)(6) 2023 hm2 exchanged for hm3.